Event description:
It was reported that a user experienced repeated scan errors when attempting to pair a libre 3+ sensor with an android galaxy phone, despite app reinstallation, closing background apps, and toggling nfc; the pairing to the ilet did not occur due to the scan error. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included user education and troubleshooting, with instruction to apply a new sensor and contact the sensor manufacturer for replacement. Investigation included technical assessment through user-guided troubleshooting. Investigation of this case revealed that the issue persisted after standard app and nfc troubleshooting steps. It was concluded that, based on previously established findings for similar reports, the event involved a sensor scanning or communication failure with the mobile device, with no reported patient harm and no impact to therapy delivery.